Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater plate of a homechoice pro was very hot. This issue occurred before use. The patient was not connected. The homechoice pro display read ¿please wait¿. The patient turned the homechoice pro off then on. The homechoice pro display again read ¿please wait¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information provided for a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.